Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt temporarily is not able to hear with her device. However, with pressure applied the transmission continues. The audio processor was exchanged, but without success. A breakage in the cable to the fmt is assumed to cause the problems. The pt will monitor when and how often these intermittencies occur will get in contact with the relevant persons. After that, the possibility of re-implantation will be discussed.